Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she checked her blood glucose reading and the glucometer read "hi", so she delivered insulin into her body. The customer then experienced an insulin reaction and had a blood glucose reading of 56 mg/dl. Paramedics were called to assist the customer. Nothing further was reported.